Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot 0006711512, was returned and analyzed. Visual inspection of the catheter showed the loop section was separated and detached from the pebax tubing. All eight electrodes exist but are displaced on the pebax tubing. There are signs of tissue on the electrodes. The array has been broken off just before the electrodes. The clinical issue (cardiac perforation) occurred during the case. The case was aborted. There is no indication of relation of adverse event to the performance and malfunction of the product. In conclusion, the reported issue of entrapment has been confirmed through testing. The product failed the returned product inspection due to the ribbed pebax tubing at loop section and the shaft and loop detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the date files were returned and analyzed. The data files showed that at least five applications were performed with balloon catheter, 2af284 with lot number 20999, on the date of the event. System notice 50012 ¿the refrigerant delivery path was obstructed¿ was triggered at the beginning of the ablation phase most likely due to residual moisture within cryoablation system. Eventually the moisture was cleared, and the subsequent applications were performed without any recorded anomalies. A clinical issue was encountered during the procedure. In conclusion, the allegation of entrapment could not be assessed via data analysis. The analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the right inferior pulmonary vein (ripv) treatment, the mapping catheter was stuck inside the vessel and unable to be retrieved. A thoracotomy was performed to remove the product. A perforation was confirmed. The case was aborted. The patients hospitalization stay was extended. No further patient complications have been reported as a result of this event.